Event description:
It was reported that after a da vinci hysterectomy surgical procedure, it was noted that the orange insulation on the monopolar curved scissors instrument was peeling. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found various areas of the pad printing were missing at the tube extension. Failure analysis concluded that the pad printing removal was likely due to mishandling/misuse. The instrument passed electrical continuity testing. Failure analysis investigation also found a derailed grip cable at the clamping pulley upon housing removal. The grip cable was found off-track, causing motion issues at the distal end. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the pad printing removal if to recur could cause or contribute to an adverse event.